Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4) study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis in 2002 and had the gallbladder removed during (B)(6) 2005. On (B)(6) 2011, liver function tests were recorded, and baseline biliary obstructive symptoms included right upper quadrant pain. A pre-study stent placement (B)(4) revealed a distal biliary stricture. A sphincterotomy was mot performed prior to this procedure; however a sphincterotomy was performed during the study stent placement procedure. The 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The subject was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2012, the patient underwent the per-protocol removal of the implanted stent. Pre-study stent removal cholangiogram showed study stent in a satisfactory position bridging stricture. During removal of the stent, resistance was encountered due to the retrieval loop breaking; however, the stent was able to be removed in one piece. The post removal cholangiogram showed no evidence of a recurrent stricture requiring re-intervention. There were no patient complications or reported hospitalizations associated with this event.

Manufacturer narrative:
(B)(4) study clinical trial. The device component relates to the device component for the reported event of stent difficult to remove. The device component relates to the device component for the reported event of stent retrieval loop broke the device has not been received for analysis. The complainant could not confirm whether the device is available for return and evaluation. If the device is received at a later date or any further relevant information is identified, a supplemental medwatch will be filed.